Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right hip was revised after patient complaint of thigh pain. Surgeon reported the presence of lysis around the acetabulum and joint. Intra-operatively, black discoloration was noted at the stem/ neck juncture. The stem was loose enough to be removed manually without instrumentation (surgeon could not determine the cause of loosening as patient had sustained a previous femoral fracture with the implant remaining in the patient). This event is for the revision of patient's right hip on (B)(6) 2018.

Manufacturer narrative:
Additional information: update to executive summary. Correction: update to implant date. An event regarding osteolysis involving an unknown adm shell was reported. The event was not confirmed. Method & results: device evaluation and results: material, functional and dimensional inspection could not be performed as the device was not returned. Visual inspection: device was not returned however, intra-op images were provided which noted that no major damage was observed on the trunnion of the stem. Nothing else could be determined from the images. Clinician review: the provided medical information was submitted to a consulting clinician who indicated that: "review of these records confirms a revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. It is likely this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. The discoloration noted has multiple potential cause including the modular neck junction, micro and macro motion of the loose stem leading to metallosis and potential abrasion and degradation of the cable and plate. The root cause of the discoloration cannot be determined as insufficient information was available for review." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient's right hip was revised after complaint of thigh pain. Surgeon reported the presence of lysis around the acetabulum. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical information was submitted to a consulting clinician who indicated that revision for thigh pain caused by loss of fixation of a femoral stem and discoloration on modular neck junction was also noted. No further investigation is required at this time. Further information such as return of device, office notes, operative reports, patient history, histopathology report & follow- up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Information received from sales rep: it was reported that patient's right hip was revised after patient complaint of thigh pain. Surgeon reported the presence of lysis around the acetabulum and joint. Intra-operatively, black discoloration was noted at the stem/ neck juncture. The stem was loose enough to be removed manually without instrumentation (surgeon could not determine the cause of loosening as patient had sustained a previous femoral fracture with the implant remaining in the patient). Patient was given a letter concerning the abgii modular stem and neck recall.this event is for the revision of patient's right hip on (B)(6) 2018. Additional information received from legal:plaintiff alleges the right abg ii hip implanted on (B)(6) 2011 failed causing pain and elevated metal ion levels. Plaintiff underwent revision surgery on (B)(6) 2018.

Event description:
It was reported that patient's right hip was revised after patient complaint of thigh pain. Surgeon reported the presence of lysis around the acetabulum and joint. Intra-operatively, black discoloration was noted at the stem/ neck juncture. The stem was loose enough to be removed manually without instrumentation (surgeon could not determine the cause of loosening as patient had sustained a previous femoral fracture with the implant remaining in the patient). This event is for the revision of patient's right hip on (B)(6) 2018.

Manufacturer narrative:
An event regarding loosening involving an unknown adm shell was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: the provided medical information was submitted to a consulting clinician who indicated that: "review of these records confirms a revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. It is likely this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. The discoloration noted has multiple potential cause including the modular neck junction, micro and macro motion of the loose stem leading to metallosis and potential abrasion and degradation of the cable and plate. The root cause of the discoloration cannot be determined as insufficient information was available for review." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. It was reported that patient's right hip was revised after complaint of thigh pain. Surgeon reported the presence of lysis around the acetabulum. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The provided medical information was submitted to a consulting clinician who indicated that revision for thigh pain caused by loss of fixation of a femoral stem and discoloration on modular neck junction was also noted. No further investigation is required at this time. Further information such as return of device, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.